Event description:
It was reported that the external pulse generator powered off while connected to the patient. The device is being returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The only patient information available was that it was a pediatric patient.

Event description:
It was reported the patient was alarming for bradycardia. The nurse found the epg (external pulse generator) off and not functioning. She immediately changed the battery, and the device started functioning. The patient returned to baseline, without further complications. The epg was changed for another device. It was also noted that the device had not indicated a warning for low battery prior to this instance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The only patient information available was that it was a pediatric patient. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis could not duplicate the problem reported. It was further noted that the keypad was out of specifications and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The only patient information available was that it was a pediatric patient. Analysis of the device is in process; the results will be forwarded when available.